Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that he experienced low blood glucose levels. His blood glucose level was 43 mg/dl but it went up to 63 mg/dl. The customer's blood glucose was high, around 150 mg/dl to 170 mg/dl, when he was on the road. The device was not returned.